Event description:
A malfunction on a customer's pump was reported, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.